Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacturing date and expiration date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010:the patient underwent repair of an incarcerated ventral hernia. A ventralex hernia patch(device #1) ,and a bard composix l/p(device #2) was implanted in patient during this repair. (B)(6) 2013: the patient underwent surgery to perform an exploratory laparotomy with reduction of incarcerated ventral hernia with 45 minutes lysis of adhesions, removal of old mesh, component separation and intermediate closure. During the surgery, the composix mesh ¿had pulled away from its superior pole where we saw a non-bard prolene and gore-tex sutures.¿ the mesh and numerous tacks and sutures were removed. There was another hernia identified in the upper pole of the abdomen indicating recurrence of the hernia repaired with the bard ventralex. (B)(6) 2013: the patient underwent surgery to washout the abdominal wound, debride the skin and subcutaneous tissues, and place a wound vac due to the wound draining a mucoid, thick drainage. The patient continues to experience complications related to the ventralex hernia patch(device #1) and the composix l/p(device #2) and will likely require additional surgeries to repair the damage from the ventralex hernia patch(device #1) and the composix l/p(device #2). The ventralex hernia patch(device #1) and the composix l/p(device #2)) implanted in patient failed to reasonably perform as intended and caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the (ventralex hernia patch(device #1) and the composix l/p(device #2) was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex hernia patch(device #1) and the composix l/p(device #2).

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The patient's attorney alleges injuries and additional surgery to remove and débride wound; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p(device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010:the patient underwent repair of an incarcerated ventral hernia. A ventralex hernia patch(device #1) ,and a bard composix l/p(device #2) was implanted in patient during this repair. On (B)(6) 2013: the patient underwent surgery to perform an exploratory laparotomy with reduction of incarcerated ventral hernia with 45 minutes lysis of adhesions, removal of old mesh, component separation and intermediate closure. During the surgery, the composix mesh ¿had pulled away from its superior pole where we saw a non-bard prolene and gore-tex sutures¿. The mesh and numerous tacks and sutures were removed. There was another hernia identified in the upper pole of the abdomen indicating recurrence of the hernia repaired with the bard ventralex. On (B)(6) 2013: the patient underwent surgery to washout the abdominal wound, debride the skin and subcutaneous tissues, and place a wound vac due to the wound draining a mucoid, thick drainage. The patient continues to experience complications related to the ventralex hernia patch(device #1) and the composix l/p(device #2) and will likely require additional surgeries to repair the damage from the ventralex hernia patch(device #1) and the composix l/p(device #2). The ventralex hernia patch(device #1) and the composix l/p(device #2)) implanted in patient failed to reasonably perform as intended and caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the (ventralex hernia patch(device #1) and the composix l/p(device #2) was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex hernia patch(device #1) and the composix l/p(device #2).

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The patient's attorney alleges injuries and additional surgery to remove and debried wound; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p(device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Supplemental #1: this is an addendum to the initial MDR to correct the manufacturing date and expiration date. Supplemental #2: this is a correction to the supplemental report #1 to correct the date of awareness. In supplemental report #1 there was an error. Listed the date of awareness as the initial doa, it should have stated (B)(6) 2019. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010:the patient underwent repair of an incarcerated ventral hernia. A ventralex hernia patch(device #1) ,and a bard composix l/p(device #2) was implanted in patient during this repair. (B)(6) 2013: the patient underwent surgery to perform an exploratory laparotomy with reduction of incarcerated ventral hernia with 45 minutes lysis of adhesions, removal of old mesh, component separation and intermediate closure. During the surgery, the composix mesh ¿had pulled away from its superior pole where we saw a non-bard prolene and gore-tex sutures.¿ the mesh and numerous tacks and sutures were removed. There was another hernia identified in the upper pole of the abdomen indicating recurrence of the hernia repaired with the bard ventralex. (B)(6) 2013: the patient underwent surgery to washout the abdominal wound, debride the skin and subcutaneous tissues, and place a wound vac due to the wound draining a mucoid, thick drainage. The patient continues to experience complications related to the ventralex hernia patch(device #1) and the composix l/p(device #2) and will likely require additional surgeries to repair the damage from the ventralex hernia patch(device #1) and the composix l/p(device #2). The ventralex hernia patch(device #1) and the composix l/p(device #2)) implanted in patient failed to reasonably perform as intended and caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the (ventralex hernia patch(device #1) and the composix l/p(device #2) was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex hernia patch(device #1) and the composix l/p(device #2)